Manufacturer narrative:
The thermogard console (sn (B)(6) was evaluated at the zoll service depot japan. The reported complaint of the thermogard console display color pink was confirmed during the visual inspection. Further investigation will be performed to determine the root cause of the issue. The event logs were reviewed and no errors were recorded. During initial functional testing, the console screen stayed black and the alarm sound upon power-up, thus confirming the reported complaint. In addition, the console was tested without the display head and performed as intended. A follow-up report will be submitted when an in-depth investigation has been completed by zoll san jose.

Manufacturer narrative:
The thermogard console (sn (B)(6) display head was evaluated at the zoll san jose service depot. The reported complaint of the thermogard console display color pink was confirmed during the visual inspection. The display head was discolored and had multiple white lines on the window screen. The root cause of the reported issue was due to a defective display head flexible circuit assembly, likely due to the defective component. The display head flexible circuit assembly was replaced to address the issue. Following the service and repair, the display head was tested functionally and passed successfully with no issue or faults observed.

Manufacturer narrative:
The thermogard console (sn (B)(4)) was received for evaluation, however, the investigation is pending. A follow-up report will be filed when the investigation has been completed.

Event description:
During an evaluation at the customer's site, the thermogard console (sn (B)(4)) display monitor was observed pink with some parts of the display not readable. No patient involvement.